Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods lenghthy/ e-free on (B)(6) 2018') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramps"), metal poisoning ("heavy metal poisoning"), multiple sclerosis ("I have ms (multiple sclerosis)"), dyspareunia ("pain during sex") and procedural pain ("its painfula but its over"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, metal poisoning, multiple sclerosis, dyspareunia and procedural pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, metal poisoning, multiple sclerosis and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events¿ menorrhagia, dysmenorrhoea, metal poisoning, multiple sclerosis and dyspareunia ¿ were added. Reporter was added. Event- medical device removal updated to menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods lenghthy/ e-free on (B)(6) 2018') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramps"), metal poisoning ("heavy metal poisoning"), multiple sclerosis ("I have ms (multiple sclerosis)"), dyspareunia ("pain during sex") and procedural pain ("its painfula but its over"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, dysmenorrhoea, metal poisoning, multiple sclerosis, dyspareunia and procedural pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, metal poisoning, multiple sclerosis and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.